Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the left ventricular lead exhibited high pacing thresholds. The lead was unable to maintain stability and would not go further. The lead was not used and a new lead placed. No additional information was available.